Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; 2 events were confirmed during testing. One device was found to be affected by contamination of the sockets. One device was found to be affected by damaged internal components. One device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes three malfunction events in which the device ran without user activation. One event had no patient involvement; no patient impact. One event had no known patient involvement or patient impact. One event had patient involvement; no patient impact